Manufacturer narrative:
A visual examination revealed that the exposed cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole. Though, the cut wire with attached anchor separated from the distal pierce hole, it remained attached at the proximal pierce hole. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, while performing a sphincterotomy one end of the device's cut wire broke; no part fell into the patient. It is unknown if the proximal end or distal end of the cut wire broke. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, while performing a sphincterotomy one end of the device's cut wire broke; no part fell into the patient. It is unknown if the proximal end or distal end of the cut wore broke. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.